Event description:
It was reported that the user experienced hyperglycemia after a morning infusion set change, with blood glucose rising to 340 mg/dl, and the user observed bleeding at the removed site without a bent cannula; no insulin alerts were reported, and a manual subcutaneous insulin injection was administered while the ilet was paused per guidance, followed by placement of a new infusion set and resumption of insulin delivery. Investigation included troubleshooting and user education, including pausing insulin for manual injection and replacing the infusion set. Further investigation of this case revealed no device alarms, successful reconnection, and glucose improvement after site replacement and insulin resumption. Symptoms included irritability which may be associated with elevated blood glucose. Outcomes included recovery without medical intervention or hospitalization, with glucose decreasing to 234 mg/dl and trending down at the time of call. It was concluded that the cause of hyperglycemia was unclear, though the event resolved after infusion site change and continued monitoring. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.